Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had an infusion set leak. The customer also reported experiencing high blood glucose. Customer's blood glucose rose to 515 mg/dl. The customer was treated with the insulin pump and changing the infusion set. The customer also reported receiving a sensor end message one day after starting the sensor. Customer also reported difficulty priming their infusion set. The customer declined to troubleshoot for the insulin pump. Customer declined to return the insulin pump for analysis.